Event description:
Boston scientific received information that this right atrial (ra) lead and right ventricular (rv) lead had dislodged along with high pacing threshold measurements due to twiddler¿s syndrome. This ra lead was explanted and a new ra and rv leads were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.